Event description:
A malfunction alarm was reported by the customer, identified with malfunction code 12. The customer¿s blood glucose level was recorded at 145 mg/dl, which was within the normal range. During troubleshooting with technical support, the alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.